Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph. A visual inspection of the returned photo noted that the picture was of a device display from its manual. This picture from the manual was of a general reload error indicator. No device can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the large bowel on a laparoscopic high anterior resection converted to hemicolectomy due to device unrelated reasons, after firing, the surgeon noticed a weird sound during knife blade retraction and opening of jaw. The reload could also not be moved to a neutral position even after pressing the up button for three seconds and more. The surgeon then noticed that the reload indicator in the handle turned yellow. To remove the device from the port, the surgeon detached the adapter from the handle and removed the entire port. Another device from another manufacturer was used to complete the case.